Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an open f600 fuse. In addition, components c610 and u602 on the computer/analog board were thermally damaged, also inducing damage to the board. The root cause for the open fuse could not be positively identified. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was unable to power on.